Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - screws: distal femur/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, in scrolling through (B)(6), I was a post of a periprosthetic fracture of a distal femur with an unknown synthes large fragment plate. The surgeon from tulsa, oklahoma, it was said that he removed two distal screws from the plate and placed a stryker supracondylar nail. Given the nature of the (B)(6) post. The original plate was placed 8 years ago. Procedure and patient outcome were unknown. Concomitant device reported: unk - plates: distal femur (part# unknown; lot# unknown; quantity: unknown) this complaint involves three (3) devices. This report is for (1) unk - screws: distal femur. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - screws: distal femur/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, in scrolling through linkedin, I was a post of a periprosthetic fracture of a distal femur with an unknown synthes large fragment plate. The surgeon from tulsa, oklahoma, it was said that he removed two distal screws from the plate and placed a stryker supracondylar nail. Given the nature of the linkedin post. The original plate was placed 8 years ago. Procedure and patient outcome were unknown. Concomitant device reported: unk - plates: distal femur (part# unknown; lot# unknown; quantity: unknown) this complaint involves three (3) devices. This report is for (1) unk - screws: distal femur. This report is 3 of 3 for (B)(4).